Event description:
It was reported that: "a 25 mm screw was opened and showed to surgeon, he said it did not look like a 25 mm screw. We looked at it and noticed that it actually said 35 mm on the screw itself. The packaging said 25 mm, but on the screw it said 35 mm. Another 25 mm screw was opened and used."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.